Manufacturer narrative:
Insulin pump passed all current tests and no battery out limit alarm during test. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm. Received with insulin pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, broken belt clip slot and missing reservoir tube o-ring. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a battery out limit alarm, the device was without power for some time. Customer reported she felt sick and had high ketones. Customer's blood glucose was 252 mg/dl. Customer reported the lip of reservoir compartment was damaged. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.